Manufacturer narrative:
The axium has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00829, 2029214-2019-00830. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that coils detached prematurely during treatment for an aneurysm. No patient injury was reported. No medical/surgical intervention was required. Reported device and any accessory devices were prepared as indicated in the IFU. A continuous flush was maintained during the procedure. Vessel tortuosity was reportedly severe.